Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated, and the reported difficulty grasping the leaflets (difficult or delayed positioning) and slda associated with the clip detaching from the posterior appears to be due to patient conditions (grasping the leaflet at the cleft area). Mitral valve insufficiency/ regurgitation appears to be due to the slda. Mitral regurgitation is listed in the instructions for use (IFU) as a known possible complication associated with mitraclip procedures. Unexpected medical intervention and hospitalization were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2023, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with grade 4 and cleft on medial side of valve. A mitraclip xtw was advanced to the mitral valve, but difficulties grasping the leaflet occurred. The clip was implanted. The mr was reduced to grade 1. On (B)(6) 2023, the patient presented stating that around midnight, he started to feel different. An echocardiogram was performed and revealed recurrent mr with grade 3-4+ and that the clip had detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). To stabilize the slda clip, two mitraclips were implanted on each side of the previously implanted clip. The mr was reduced to grade 1-2. No additional information was provided.